Event description:
It is reported that last month the end-user developed an ulcer located under wafer's mass to the left of the stoma of peristomal skin. It is further reported that the end-user will be seeing a wound ostomy and continence nurse (wocn) in two (2) days for treatment options using an antibiotic powder.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Samples were sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.